Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 429888 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed bacteremia resulting in explant of the cardiac resynchronization therapy defibrillator (crt-d) system. It was further reported that the patient has a history of recurrent staph bacteremia. No further patient complications have been reported as a result of this event.